Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported passing out. The patient was referred to their physician. Additional information is not available at this time. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.